Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that fine metal pieces in the eye after cataract surgery. Additional surgery performed to remove foreign material.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation and the report could not be confirmed in the photo provided; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; however, products are processed and released according to the product¿s acceptance criteria. The photo provided was reviewed by the manufacturing site. The photo shows an image of an eye with several white spots seen on the computer monitor screen, the reported product complaint could not be confirmed. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).